Event description:
It was reported that during the photoselective vaporization of the prostate procedure, to treat a 50g prostate gland, the beam started aiming forward and the vaporization diminished after 249 joules. A second fiber was used to complete the procedure.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, to treat a 50g prostate gland, the beam started aiming forward and the vaporization diminished after 249 joules. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.